Event description:
It was reported to boston scientific corporation that a flexima bilary stent was used during a stent placement procedure performed on (B)(4), 2012. According to the complainant, the patient presented with jaundice. During the procedure, resistance was met when deploying the stent. The stent was able to be successfully deployed to complete the procedure, however the guide catheter stretched and became stuck on the guidewire. No other damage was noted to the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed the guide catheter to be broken, therefore this is now an MDR reportable event.

Manufacturer narrative:
(B)(4): the delivery system was returned for evaluation, however the stent component was not returned. Visual evaluation revealed the suture to be intact and attached at the distal end of the push catheter. The push catheter was noted to be kinked. The guide catheter was found stretched and broken. The broken guide catheter was returned stuck on a guidewire; the guidewire could not be removed due to the stretching in the guide catheter. No damage was noted to the guidewire. The stretched and broken guide catheter indicate force was exerted when the stent was attempted to be deployed. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.